Manufacturer narrative:
The xhibit telemetry receiver (xtr) was received by spacelabs and tested. Following testing it was determined that the device had a faulty cpu pcba. The faulty part was replaced and returned to the customer.

Manufacturer narrative:
The xhibit telemetry receiver (xtr) was removed from service. Logs of the device was extracted and reviewed by a product support specialist (pss). The pss found that one of the quad receiver cards were unable to communicate with the xtr software. The xtr was sent to the equipment service center for repair. The device is currently pending evaluation and repair. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that while monitoring telemetry patients, several tele beds disappeared from the xhibit central station. There was no patient or user harm associated with this event.